Event description:
It was reported that during removal, the drain broke and a portion of the drain remained inside the pt. The pt was taken back to surgery to retrieve drain piece. Per the reporter, there were no pt conditions that may have contributed to even; unk if perforations were made in drain during placement; sutures were used, unk if for anchoring ; unk if drain was checked during closure for free motion; unk if drain was bound or pinched; placement was not verified under x-ray or other means; to remove drain initially, suture was clipped at skin, drain pulled gently and snapped, end of tube broken off, no strain on traction. In 2002, pt went to o.r. For wound exploration. Drain portion was removed using hemostat. It appeared the drain was not sutured in, however, it took some deep dissection with hemostat to remove. Pt was under general anesthesia.